Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6). H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b01, c19 and d14 apply to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the surgeon was able to pass registration, but when they went to verify the registration or navigate the system, it was not actively navigating. The medtronic representative (rep) noted that the non-invasive prenatal test (nipt) and probe were appearing and being tracked within the tracking view window and had low geometry errors, but the navigation was not updating. Technical services (ts) had the rep check the surgeon settings and confirmed that the 'footswitch pressed' setting was turned on when the surgeon was expecting the behavior of the 'continuous' setting. The rep updated the setting and the system was navigating as expected. There was less than an hour delay in surgery. There was no impact on patient outcome.